Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. Component missing was unconfirmed for the device. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 5608062 implantable port allegedly experienced a component missing. This report was received from one source. There device was not used in a patient.